Event description:
Consumer reports receiving a burn on shoulder after she slept with heat patch. She contacted her doctor and received antibiotic treatment.

Manufacturer narrative:
No product has been returned to date. Lot number of product was not provided, therefore, unable to run complaint history check. Consumer indicates sleeping with heat patch overnight, cautionary note on packet states no sitting or leaning on heat pack.